Event description:
Information received by medtronic indicated that the reservoir had air bubble. Customer stated that the air bubble was bigger than soda bubble. Customer was hospitalized for high blood glucose with blood glucose value 347 mg/dl. Customer treated high blood glucose with insulin pump and insulin drip. Customer stated that the insulin pump passed the hp test. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.